Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge dropped from 40% battery life to 5% while the pump was plugged into a power source there was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.